Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, bone resorption, pain, increased sensitivity, bleeding, mobility.